Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a balloon rupture occurred. A 2.75 mm x 20.00 mm agent dcb balloon was selected for the procedure, during the procedure, balloon ruptured. Procedure was completed using different device and no patient injury was reported.

Manufacturer narrative:
Additional information: it was later reported that this event is a duplicate, from tw#(B)(4). B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a balloon rupture occurred. A 2.75 mm x 20.00 mm agent dcb balloon was selected for the procedure, during the procedure, balloon ruptured. Procedure was completed using different device and no patient injury was reported. It was later reported that this event is a duplicate.